Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had mixed images, the saved image are different from the thumbnail images. There is no report of death or serious injury associated with the complaint.